Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and the symptom was verified, the device failed to power up. The issue was localized to the energy select switch and was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the energy select switch.

Event description:
The customer reported a malfunction in the key selection. No pt involvement.